Manufacturer narrative:
Concomitant medical products: product ID (B)(4), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported by the patient that they were having such a bad reaction to their stitches and that they had to go another week ¿through this.¿ the patient reported that their surgery was going to be ¿tuesday,¿ but noted they were having so much trouble and that they really needed some support and possibly advice. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2019. It was reported that the patient was very sore; they felt like they were ¿beaten with a baseball bat,¿ their chest and arms even hurt, and they even got a cut on their eyelid. The patient referred to their stimulation as shocking sensations. Two days later that patient stated that they felt a sharp pain in the vaginal and bladder area, along with pressure in the rectum, and they were still ¿hurting pretty bad.¿ on (B)(6) the patient reported that they were probably going to the hospital that day because they thought their incision had become infected. No further patient complications are anticipated or expected as a result of this event.